Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced bilateral capsular contracture with baker grade IV on breast implants. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504004bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 50 year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300 cc and experienced bilateral capsular contracture with baker grade IV on breast implants. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400 cc gel implants, catalog # 3504004bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The device history record (DHR) of lot number 176052 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).